Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by hospital staff that while the patient was on a normal ward of the hospital for the treatment of a non vad related lower leg injury, the patient reported that part of the display of his main controller was "fading out." Contrast seemed to be lost. Values were still visible but hard to read. The controller was exchanged without effect to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the blurry and faded exterior of the display. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to environmental or user-related factors contributing to the fading of the controller display screen. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.